Event description:
It was reported that bd alaris extension set the following information was received by the initial reporter with the following verbatim: reported issue: alarming pump occluded. 1.2 micron filter causing pump to alarm occluded. Filter changed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
It was reported by the customer that alarming pump occluded. 1.2 micron filter causing pump to alarm occluded one sample of model 20129e was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set and primed with 85% glycerin / 15% water. An infusion run was conducted at a rate of 1 ml/hr for 24 hrs. There was no observation of fluid blockage. The customer complaint was unable to be replicated. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. Although the issue was unable to be replicated and the root cause is unknown bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review for model 20129e lot number 23119256 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 122nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material: 20129e, batch#: 23119256. It was reported by the customer that alarming pump occluded. 1.2 micron filter causing pump to alarm occluded. Filter changed. Verbatim: rcc received a complaint via email. Email(s) attached. Alarming pump occluded. Item: 20129e. Quantity affected: (B)(4). Serial/lot number: (B)(6). Po : (B)(6). Are any samples available for return? Yes. Reported issue: alarming pump occluded. 1.2 micron filter causing pump to alarm occluded. Filter changed. Customer response: good morning, the event date is 03/08/24. This occurred during use on patient but no serious injury/harm caused. Thank you, (B)(6).